Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Access site adverse event/hematoma: the cause of the access site adverse event was user related as stopping anticoagulation resolved the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Bedside nurse reports patient developed hematoma at impella insertion site yesterday. Anticoagulation was stopped and pressure dressing was applied.xa was 0.3, which was therapeutic, at the time of hematoma. Nurse reports that hematoma appears to be resolved today and they are awaiting CT surgery to round and decide with to do about anticoagulation. The patient remains on support.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, and h11. Additional information was provided which states the hematoma resolved and the patient did not require blood transfusions.